Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient's parent stated that the patient was tired and dehydrated while his cgm displayed 3.2 mmol/l. A bg was performed which was 23.3 mmol/l. The patient ingested fluids which helped decrease his bg and the patient was in 'good condition now'. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.